Event description:
Ethicon echelon flex45 powered stapler locked on the 9th firing when it was clamped across lung tissue. The safety mechanism was activated and the stapler was removed with no apparent damage. Another stapler was obtained to complete the case.what was the original intended procedure?excisional biopsy. Bronchoscopy. Robotic assisted left upper lobe lobectomy with mediastinal lymph node dissection.device #1is this a laboratory device or laboratory test?no.